Event description:
Pt was treated on 3/8/96 with two formulations of collagen in the glabella, nasolabial folds and perioral lines. On 4/19/96, the pt reported "lumpiness" and "tenderness" at the treatment sites (date of onset unk). On 4/24/96, the pt presented with flesh-colored lumps at the perioral treatment sites. The physician diagnosed a hypersensitivitiy; no medical or surgical intervention was prescribed. On 8/2/96, the pt presented with continuing symptoms; a laser treatment was prescribed.